Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was unknown. Troubleshooting was done and alarm was occur again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify external ram crc error alarm, unexpected restart alarm and perform displacement test, self test and unexpected restart error test due to no button response.